Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that the allegation against the lead was not verified. There were no anomalies noted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This supplemental report is being filed as update from product investigation was received. Boston scientific received information that the left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.